Event description:
See intial report.

Manufacturer narrative:
Livanova complaints database analysis revealed that no similar events have been reported since unit installation in 2017. No concerning trends related to the reported failure mode have emerged. Based on the available information and considering that the customer did not request an inspection and no recurrence was reported, it cannot be excluded that this was a non-systematic event, potentially related to a sporadic electrical condition or an isolated communication issue between the evo clamp and its panel. The risk is in the acceptable region.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the evo clamp. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during evo clamp calibration, the controller indicated 100%, but the display still showed cal mode. After restarting it, the calibration passed, however, the display on the controller and the actual bite of the occluder were different from the usual. There was no patient involvement.